Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR#1225714-2014-03004 and 1225714-2014-03005.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2011 and subsequently expired after the use of the product.